Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope. There were stored non-sustained ventricular tachycardia episodes, however they did not correlate to the time of the symptoms, and the cause was undetermined. At this time, the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A series of electrical tests were performed, and normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to report of syncope.